Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received. Device not returned.

Event description:
It was reported that the pump battery was not holding it charge. Multiple power sources and multiple charging devices were used. Pump was operating; however, the battery depleted quickly. Customer reverted to using another pump for insulin therapy. There was no reported impact to blood glucose.